Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station screen black and unresponsive when powered on. The field service engineer checked individual drawer for bad drawer controller and replaced 4.2, leds on the comm sled, and aio docking board; however, this did not solve the issue. Scheduling a return visit with an aio and power supply. Subsequently, the engineer replaced aio and nic configured to fix pyxinet station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was unable to turn on. The customer stated that there was a delay in patient care if a patient requires medication from this station. There were no adverse events or injuries reported based on this event.